Event description:
Revision of an mrh femur due to a broken 155mm cemented stem. The mrh tibia did not require revision, but the femur was revised to a gmrs femoral component.

Manufacturer narrative:
An event regarding crack/fracture of a kinemax stem was reported. The event was confirmed through review of the provided x-rays by a clinical consultant. Method & results: device evaluation and results: not performed as product was not returned. -medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: "rejected for medical review on (B)(6) 2019: provided x-ray confirms stem fracture. Need further information such as, operative reports, office/clinical reports, serial x-rays, and examination of the explanted components". Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision of an mrh femur due to a broken 155mm cemented stem. The mrh tibia did not require revision, but the femur was revised to a gmrs femoral component.